Manufacturer narrative:
Bench repair evaluated the device and confirmed and replaced the base assembly, cpu cover tray, set local customer time/date. Cleared event log. Set factory settings. Passed all performance verification testing and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the bottom case has broken screws that mount the device to the cart. Unable to remove the broken screws. Unit needs a new bottom case and main board cover to repair this issue, requesting bench for repair. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the device was rotated on the stand pulling the mounting threads out of the cpu tray cover and breaking the thumbscrew off into the mounting threads on the base assy. The customer is sending the device to bench for repair. The investigation is ongoing.